Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (384.2 mcg/day) intrathecal therapy via an implanted pump for intractable spasticity and other spasticity. The type of baclofen and lot number was unknown. The patient's medical history and concomitant medications were unknown. Catheter revision may have been performed on (B)(6) 2011. Additional information was requested regarding how the issue was determined, what the issue was, the cause of the issue, actions taken as a result, the outcome, symptoms, and drug information including type and lot number. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
(B)(4). The previously reported patient code (B)(4) no longer applies.

Event description:
Additional information was received from an hcp. Regarding what symptoms the patient experienced related to the catheter revision that may have occurred on (B)(6) 2011, the hcp noted spasticity. The event date was also unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.